Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4)to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, a crack was observed on the return screwed connecter. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, an external leak was observed in a prismaflex st100 set due to a crack in the luer connector - return line (reported as"joint of the return line"). The crack was observed after removal. There was no patient involvement. No additional information is available.